Event description:
On an unknown date, a patient underwent surgery for a matrix rib implant. On an unknown date, the patient developed an infection. A hardware removal was scheduled and the matrix rib implant was removed. No additional information is available. This is report 23 of 23 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.